Event description:
Pain; joint effusion. Case description: spontaneous report was received on (B)(6) 2012, from a nurse regarding a (B)(6) male pt with initials (B)(6). The pt's medical history was significant for mild effusion in the right knee. On (B)(6) 2012, an unknown amount of fluid was aspirated from the pt's right knee and synvisc one (hylan g-f 20) at a dose of 6 ml, once, was injected at the same site. The lot number for synvisc one was not provided. On an unspecified date in (B)(6) 2012, the pt experienced joint effusion and pain. On (B)(6) 2012, the pt was given intramuscular corticosteroids for joint effusion and pain. The pt's outcome for both events was not provided. Concomitant medications were not provided. The intensity for the event of joint effusion was assessed as mild. The intensity for the event of pain was not provided. The reporting nurse did not provide relationship between synvisc one and the event of pain. The reporting nurse assessed the relationship between synvisc one and the event of joint effusion as unrelated, as the event of joint effusion was attributed to the pt's history of joint effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.